Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming done. It was also noted that the patient had charging issues due to the ipg being implanted too deep, as per physicians diagnosis. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.